Event description:
The unit overfilled the final container from the source container on the green station. The volume display stopped at 45ml but pumping continued. The user hit the stop/mute button after an estimated 250ml had been pumped into the final container. The caller did not know what volume had been programmed. He thought all specific gravities had been set at 0.99. There were no alarms nor any calibration problems. No other info was available. The user said that after this incident, he reset the unit and the load cell did not respond when he hung the 1000 gm weight. The unit was taken out of service and sent to the testing laboratory. No pt involvement.